Manufacturer narrative:
Analysis is currently on-going.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be up.

Event description:
Additional information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. The device was explanted. A request for the return of the device has been made. There were no adverse pt effects reported.